Event description:
The customer reported that the system displayed an error message that the system would not capture fluoroscopic images. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The touch screen was tested. The system was found to be working as intended and put back into service.